Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Previous investigations found the root cause is attributed to a supplier assembly process. (B)(4) was implemented on (B)(6) 2011 to improve the design of the cap retention and the ratchet engagement. It is unknown if the complaint sample was manufactured prior or after the changes. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During routine hip replacement acetabular component, the surgeon could not use this ratchet handle, it was jammed in reverse.